Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed the reported event by the customer. The evaluation uncovered the distal end of the device peeled and leaked. Additionally, there was a deep cut on the mount causing a leakage and the scope connector label was peeling. The non-olympus parts on the device needs replacement. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during reprocessing, the, evis exera ii ultrasound gastrovideoscope has air and water leakage from the cord and cable connector. Upon inspection and testing of the returned device, it was observed that the adhesive peeled off and the device was cracked due to handling issue. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, excess force may have been present. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.